Event description:
It was reported that during an attempt to implant the lead, the screw did not come out. When it was removed from the patient it appeared that the screw was out. A new lead was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the distal and defibrillation conductors were distorted and blood was in/on the helix/lobe mechanism.